Event description:
It was reported that the gastrointestinal videoscope presented colors on image when plugged in. It was unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection, and the customer failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e228 scope error occurred and no image was displayed. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.